Event description:
The customer called to report high blood glucose levels for the past two days. The reported blood glucose reading during the phone call was 264 mg/dl. Troubleshooting was done and the insulin pump passed the prime test but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.